Manufacturer narrative:
On 12-jul-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned device revealed that the the device had the patch separated. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected left-sided rupture, left-sided breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female underwent primary breast augmentation with two 700cc mentor memorygel breast implants and experienced right-sided rupture and left-side breast pain postoperatively. The patient had an initial consultation with a healthcare professional on (B)(6) 2021 due to suspected left-sided implant rupture and breast pain, and ultrasound was recommended. Ultrasound performed on (B)(6) 2021 indicated left-sided rupture. On (B)(6) 2021, the patient had a pre-operative consultation with her surgeon and stated that she would like to proceed with removal and replacement with new breast implants. As a result, the patient underwent bilateral removal and replacement with two 800cc mentor memorygel breast implant prostheses (catalog #: 3508001bc, right serial #: (B)(4), left serial #: (B)(4)) on (B)(6) 2021. Upon explantation, the left-sided device was found to be intact, and the right-sided device was found to be ruptured. The event date was estimated as (B)(6) 2020 based on available information. This report is for the right-sided prosthesis.